Event description:
It was reported that, during a pci procedure, the viva balloon ruptured. The lesion being pre-dilated was located in the calcified, 90% stenosed proximal left anterior descending (lad) artery. The balloon was initially inflated to 6 atms, but ruptured on the second inflation at 10 atms after 5 seconds. The procedure was successfully completed with a quantum maverick 15-3.0 balloon. There were no reported pt complications. Patient status listed as "good".

Manufacturer narrative:
The device has not been returned for analysis as of the date of this report.